Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, the alleged incident occurred during dwell 1 of 4, at this time could be attribute that the end user could accidentally not clamped the unused lines. In accordance with the user guide states ¿clamp any line that is not connected to a solution bag. Keep the heater bag line (red clamp), drain line (yellow clamp), and patient line (blue clamp) open throughout setup and treatment.¿ in addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that they discovered a fluid leak out of the lines when the cycler door was opened due to the clamps not being closed during step 8 of treatment. Additional information was requested, however; to date has not been provided.